Event description:
It was reported that while implanting an intraocular lens (iol) in the left eye of a patient, the haptic bent causing the lens not to lay flat in the eye, which, in turn caused the surgery to be delayed by fifteen minutes. It was further stated that since the lens was loaded incorrectly, it was cut out, removed and replaced with a new lens in the same procedure, and the incision was enlarged. There were no patient complications reported. Patient date of birth was not provided. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.